Event description:
It was reported on (B)(6) 2025, that during a brevera procedure, the device driver would not fire after the patient was already in compression and the needle had already been inserted. It is reported that the customer attempted to troubleshoot the issue with the assistance of hologic technical support via the telephone; however, it did not resolve the issue. As a result, the procedure could not be completed, and the patient was rescheduled. A field engineer was dispatched to assess the device, and found the device was indicating that the device driver was not recognized. The field engineer indicates that a review of system logs showed several errors associated with needle removal and the array not having communication with the system. It is reported that the field engineer performed system calibrations, which allowed the device driver to be recognized. The field engineer confirmed that the system is now ready for use.